Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the device was not assembled to specification. The end cap that fell is designed for use when a flat screen video monitor arm is in the lower position of the light configuration. This cap is engineered so the video cables pass through it. This cabling helps ensure the cap does not detach and fall. However, the fst observed that neither the monitor, nor its cables, were installed into the lower arm of this configuration. The hospital's or staff cleaned the device and the end cap that fell, and reinstalled the bumper onto the light. The hospital returned the light to service. Maquet advised the hospital to complete the assembly of the configuration as described in the powerled installation manual. The powerled series operating manual includes a verification of all the covers during yearly maintenance. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The hospital reported that the central video rubber end cap from the suspension fell off of the light during a surgery. No injury or averse effects were reported to maquet. (B)(4).